Event description:
Customer awoke in the morning and took a blood glucose reading. The customer dosed with insulin based on the reading. Customer lost consciousness and could not be awakened. Friends called paramedics for aid. A glucagon kit was administered and the customer awoke. Customer's meter provided a reading of 25 mg/dl then a comparison test was taken with the paramedics accu-chek meter with a result of 85 mg/dl. Customer refused to go to the hospital.